Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment, as the knot was advanced to the arteriotomy the knot locked and could not be advanced further. The suture was removed, and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.